Event description:
Related manufacturer reference number 1627487-2023-02781. It was reported the patient is not receiving effective therapy due to high impedances. As such, surgical intervention where the leads were explanted and replaced was performed to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.